Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 mg/dl. Reportedly, the customer administered a manual injection. During the system check with tandem's technical support, air bubbles were found. The customer removed the air bubbles from the tubing.